Manufacturer narrative:
(B)(4). Difficulty during inflation/balloon slipping (watermelon seeding) within the lesion may be due to factors including, but are not limited to, manufacturing, material properties, balloon size, patient anatomical/lesion morphology and patient disease state, placement of the balloon within lesion, or inflation technique. Although the catheter was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the device prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The lesion was also characterized as moderately calcified, which may have contributed to the reported difficulty. In this case, if the balloon was expanded in a narrow portion of the lesion during inflation attempt, this may have caused the balloon to slip/watermelon seed, although this cannot be confirmed. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all balloons are visually inspected for proper fold configuration and a sampling of units is also destructively tested to verify proper balloon inflation/deflation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was also performed and did not reveal any other incidents reported for a reported inflation issue of balloon movement from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported difficulty inflating the balloon could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that during inflation of a trek balloon, movement was noted during inflation. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was reported that the lesion was in the mid left anterior descending (lad) with moderate calcification. Movement was noted during inflation of the 2.5 x 15 mm trek balloon. Three inflations were performed at 14 atmospheres for each inflation. The lesion was able to be treated with the balloon, but balloon movement was noted during the inflation. No adverse patient effects were reported. No additional information was provided.